Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The carrier board was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that system reported system error after daily check. There was no report of patient involvement.